Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, an acumen cuff had inaccurate readings. In the pre-op setting, the cuff was connected to a hemosphere and there was no issues. Inaccurate readings occurred after connecting to an alta monitor in the operating room. Pressure readings were 90/2. A new cuff was used and the pressure readings were then 110/60 which matched the patient's condition. There was no patient harm or impact to patient care.